Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an cartridge alarm 1 occurred intermittently with multiple cartridges during basal deliveries. Customer was unable to clear the alarm and continued to use the pump for insulin therapy. The customer's blood glucose level was approximately 200 mg/dl.